Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 393.8 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that on (B)(6) 2019 the baclofen concentration in the pump was changed from 2000 mcg/ml to 1000 mcg/ml and the bridge bolus was erroneously bypassed. The hcp called back to program a modified bridge approximately 1 hour after the filling of the reservoir with the new concentration. The hcp programmed a modified bridge bolus using the tablet clinician programmer in advanced mode and the resultant bolus duration was 58 hours and 1 minute. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-oct-2019 from the healthcare professional who reported that the patient¿s weight was (B)(6). The unit of measure was not provided. No further complications were reported/anticipated.